Event description:
It was reported that the patient experienced an increase in pain. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.